Manufacturer narrative:
Device has been received and evaluation is on-going. Once complete, a follow-up report will be submitted.

Event description:
It was reported that during the surgery, the tip of the drill cracked. It is not clear yet if the broken pieces are remaining in the pt body. No further info is available on pt involvement.